Event description:
The pt's father called to relate that on 1/26/97 the pt, his daughter, went into diabetic ketoacidosis with a blood glucose level of 500 and was hospitalized. He indicated that the insulin infusion pump was alarming and indicating an "04" "occlusion" alarm at the time of the event. The back-up pump was not used because of concern that the volume it was delivering was not accurate. The pt's father said his daughter had never experienced dka prior to this event. After giving this info, the caller refused further cooperation, would not return the devices for evaluation, would not agree to an independent evaluation and indicated he was contacting his lawyer and was going to sue.